Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, muscles spasms pelvic region') and fibromyalgia ('autoimmune disorders, autoimmune disorder type of disorder: fibromyalgia and raynaud¿s syndrome') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, menometrorrhagia, restless leg syndrome, pelvic adhesions and endometriosis ablation. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition (type: ibs)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine with aura ("vision/eye problems (type ocular migraine)"). In (B)(6) 2014, the patient experienced parosmia ("allergic or hypersensitivity (reaction type: soaps. Smells. Sound), chemical smell hypersensitivity"). In (B)(6) 2014, the patient experienced autonomic nervous system imbalance ("other injury(ies) or complication please describe: vasomotor symptoms"), sleep disorder ("sleeping disorders") and libido decreased ("decreased libido"). In (B)(6) 2016, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud¿s syndrome / fingers get white") and neuralgia ("neurological conditions or problems :nerve pain, neurocognitive disorder"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion medically significant), abdominal distension ("bloating/ pouchy belly"), acne ("hormonal changes describe: acne"), seborrhoea ("hormonal changes describe: oily skin"), dermatitis contact ("allergic or hypersensitivity (reaction type: soaps)"), hyperacusis ("allergic or hypersensitivity (reaction type: sound)"), feeling abnormal ("neurological conditions or problems : brain fog"), memory impairment ("neurological conditions or problems : memory issues"), back pain ("back pain"), neck pain ("neck pain"), arthralgia ("hip pain, knee pain"), myalgia ("muscles pain"), pain in extremity ("feet pain, leg pain"), musculoskeletal pain ("shoulder pain"), headache ("headache"), peripheral coldness ("fingers get super cold"), lung disorder ("fluid on my lungs after surgery"), dyspnoea ("breathing worse lying down / breathing difficulties"), anxiety ("bad anxiety / anxious"), anger ("angry"), menstruation irregular ("periods has not been regular"), endometriosis ("endometriosis"), tinnitus ("ringing in ears"), adnexa uteri pain ("sore near coil area almost 24/7"), multiple allergies ("horrible allergies"), nausea ("nausea"), vomiting ("vomited"), amenorrhoea ("I got my period after not having for 2 months"), cyst ("cyst nos") and menstrual disorder ("worst period"). The patient was treated with surgery ((B)(6) 2015 - bilateral salpingectomy, cornual resection). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the fibromyalgia, raynaud's phenomenon, abdominal distension, mood swings, acne, seborrhoea, vaginal haemorrhage, menorrhagia, dermatitis contact, hyperacusis, parosmia, neuralgia, feeling abnormal, memory impairment, vaginal discharge, migraine with aura, fatigue, weight increased, irritable bowel syndrome, autonomic nervous system imbalance, sleep disorder, libido decreased, alopecia, back pain, neck pain, arthralgia, myalgia, musculoskeletal pain, peripheral coldness, lung disorder, dyspnoea, anxiety, anger, menstruation irregular, endometriosis, tinnitus, adnexa uteri pain, multiple allergies, nausea, vomiting, amenorrhoea, cyst and menstrual disorder outcome was unknown and the pain in extremity and headache was resolving. The reporter considered abdominal distension, acne, adnexa uteri pain, alopecia, amenorrhoea, anger, anxiety, arthralgia, autonomic nervous system imbalance, back pain, cyst, dermatitis contact, dysmenorrhoea, dyspnoea, endometriosis, fatigue, feeling abnormal, fibromyalgia, headache, hyperacusis, irritable bowel syndrome, libido decreased, lung disorder, memory impairment, menorrhagia, menstrual disorder, menstruation irregular, migraine with aura, mood swings, multiple allergies, musculoskeletal pain, myalgia, nausea, neck pain, neuralgia, pain in extremity, parosmia, pelvic pain, peripheral coldness, raynaud's phenomenon, seborrhoea, sleep disorder, tinnitus, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 153 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2015: emc with polyp: secretory-phase endometrium with abundant stromal hemorrhage, negative for chronic endometritis, atypical hyperplasia or invasive tumor. Focal ectocervical mucosa. No specific histopathologic findings. Ovarian cyst: compatible with benign corpus luteum cyst. Bilateral tubes with cornual wedge resection. Cross sections od fallopian tubes with focal luminal decasualized. Mucosa and mild chronic inflammation. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; fatigue, dysmenorrhea, menorrhagia., irritable bowel syndrome, vasomotor symptoms, mood disorders, sleeping disorders and decreased libido. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media content received: events: cold fingers, fluid in lungs, breathing worse, anxiety, amenorrhea,periods has not been regular, cyst,ringing in ears, sore near coil area, horrible allergies, nausea, vomiting were added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, muscles spasms pelvic region") and fibromyalgia ("autoimmune disorders, autoimmune disorder type of disorder: fibromyalgia and raynaud¿s syndrome") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, menometrorrhagia, restless leg syndrome, pelvic adhesions and endometriosis ablation. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6)2014, the patient experienced fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition (type: ibs)") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced migraine with aura ("vision/eye problems (type ocular migraine)"). In (B)(6)2014, the patient experienced parosmia ("allergic or hypersensitivity (reaction type: soaps. Smells. Sound), chemical smell hypersensitivity"). In (B)(6)2014, the patient experienced hot flush ("other injury(ies) or complication please describe: vasomotor symptoms"), sleep disorder ("sleeping disorders") and libido decreased ("decreased libido"). In (B)(6)2016, the patient experienced raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud¿s syndrome") and neuralgia ("neurological conditions or problems :nerve pain, neurocognitive disorder"). On an unknown date, the patient experienced fibromyalgia (seriousness criterion medically significant), abdominal distension ("bloating"), acne ("hormonal changes describe: acne"), seborrhoea ("hormonal changes describe: oily skin"), dermatitis contact ("allergic or hypersensitivity (reaction type: soaps)"), hyperacusis ("allergic or hypersensitivity (reaction type: sound)"), feeling abnormal ("neurological conditions or problems : brain fog"), memory impairment ("neurological conditions or problems : memory issues"), back pain ("back pain"), neck pain ("neck pain"), arthralgia ("hip pain, knee pain"), myalgia ("muscles pain"), pain in extremity ("feet pain, leg pain"), musculoskeletal pain ("shoulder pain") and headache ("headache"). The patient was treated with surgery (B)(6)2015 - bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and dysmenorrhoea had resolved, the fibromyalgia, raynaud's phenomenon, abdominal distension, mood swings, acne, seborrhoea, vaginal haemorrhage, menorrhagia, dermatitis contact, hyperacusis, parosmia, neuralgia, feeling abnormal, memory impairment, vaginal discharge, migraine with aura, fatigue, weight increased, irritable bowel syndrome, hot flush, sleep disorder, libido decreased, alopecia, back pain, neck pain, arthralgia, myalgia and musculoskeletal pain outcome was unknown and the pain in extremity and headache was resolving. The reporter considered abdominal distension, acne, alopecia, arthralgia, back pain, dermatitis contact, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, headache, hot flush, hyperacusis, irritable bowel syndrome, libido decreased, memory impairment, menorrhagia, migraine with aura, mood swings, musculoskeletal pain, myalgia, neck pain, neuralgia, pain in extremity, parosmia, pelvic pain, raynaud's phenomenon, seborrhoea, sleep disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 153 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion. Pathology test - on (B)(6)2015: emc with polyp: secretory-phase endometrium with abundant stromal hemorrhage, negative for chronic endometritis, atypical hyperplasia or invasive tumor. Focal ectocervical mucosa. No specific histopathologic findings. Ovarian cyst: compatible with benign corpus luteum cyst. Bilateral tubes with cornual wedge resection. Cross sections od fallopian tubes with focal luminal decasualized. Mucosa and mild chronic inflammation.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; fatigue, dysmenorrhea, menorrhagia., irritable bowel syndrome, vasomotor symptoms, mood disorders, sleeping disorders and decreased libido. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received event " mood swings, acne, oily skin, abnormal bleeding (vaginal, menorrhagia), allergicor hypersensitivity (reaction type: soaps. Smells. Sound), autoimmune disorder type of disorder: fibromyalgia and raynaud¿s syndrome, nerve pain brain fog memory issues), dysmenorrhea (cramping), pain, vaginal discharge, ocular migraine, fatigue, weight gain, ibs, vasomotor symptoms, sleeping, disorders and decreased libido and hair loss, back pain, neck pain, hip pain, muscle pain, feet pain, shoulder pain, headache" were added. Reporter, patient and product information were added. Outcome of event " muscles spasm pelvic region and cramping " were updated as recovered. Headache and leg pain were updated as recovering. Medical history, lab data were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, autoimmune disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, autoimmune disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.